Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed. 18mm x 3.5mm lesion was located in the moderately calcified and severely tortuous proximal right coronary artery (rca). Vascular access was gained via the femoral artery. A lesion at the ostium of the vessel was successfully treated with angioplasty. The target lesion was located at a curve in the vessel and was predilated with a 3.0x12mm non-bsc non-compliant balloon. When the 3.5x20mm taxus element mr stent delivery system (sds) was advanced it could not cross the lesion. A 4.5fr non-bsc co-catheter was advanced and the sds was inserted, however the sds became stuck in the co-catheter. The co-catheter and sds were removed together as a unit. Upon removal, the physician noted that the taxus element mr stent strut was flared. The procedure was not completed, and a future treatment procedure will be planned. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. Struts throughout the stent were raised and misaligned. A visual and microscopic examination identified severe kinks along the entire length of the hypotube and also severe kinks along the midshaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as lesions involving arterial segments with highly tortuous anatomy are contraindicated in the dfu. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed. 18mm x 3.5mm lesion was located in the moderately calcified and severely tortuous proximal right coronary artery (rca). Vascular access was gained via the femoral artery. A lesion at the ostium of the vessel was successfully treated with angioplasty. The target lesion was located at a curve in the vessel and was predilated with a 3.0x12mm non-bsc non-compliant balloon. When the 3.5x20mm taxus element mr stent delivery system (sds) was advanced it could not cross the lesion. A 4.5fr non-bsc co-catheter was advanced and the sds was inserted, however the sds became stuck in the co-catheter. The co-catheter and sds were removed together as a unit. Upon removal, the physician noted that the taxus element mr stent strut was flared. The procedure was not completed, and a future treatment procedure will be planned. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).